Event description:
No new information.

Manufacturer narrative:
The complaint that the needle would not retract could not be confirmed from the representative 20g insyte autoguard devices that were received in sealed unit packaging from lot 5139844. A visual examination revealed no damage or defects on the returned samples. A functional test revealed that the needle fully retracted when the safety mechanism was activated and the retraction time was within specification. However, a trend has been identified for the reported failure and further actions have been initiated to investigate this type of incident and identify the root cause. Although the representative samples and manufacturing records do not support the complainant¿s description of the reported event, the complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Injuries or adverse event: no. Reported issue: the needle is not retracting properly after use.